Event description:
Product surveillance contacted the nurse to verify the mentioned peritonitis that the patient had. The nurse stated that the patient was diagnosed with peritonitis on (B)(6) 2010. The peritonitis was bacterial. The nurse believed the peritonitis to be caused by a bowel infection product surveillance contacted the nurse to verify the mentioned peritonitis that the patient had. The nurse stated that the patient was diagnosed with peritonitis on (B)(6) 2010. The peritonitis was bacterial. The nurse believed the peritonitis to be caused by a bowel infection and questionable food poisoning. The patient took her last dose of antibiotic (B)(6) 2010. The patient has continued with peritoneal dialysis (pd) therapy. There are no allegations against any baxter products in this case of peritonitis and questionable food poisoning. The patient took her last dose of antibiotic (B)(6) 2010. The patient has continued with peritoneal dialysis (pd) therapy. There are no allegations against any baxter products in this case of peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots for the cassette (h10c18020, h10e24106) with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.